Manufacturer narrative:
Operator of device: additional info. Manufacturer's investigation conclusion: the report of suspected thrombosis and a specific cause for the reported power elevations cannot be conclusively determined. The patient experienced a nose bleed with a significant drop in hemoglobin and hematocrit, elevated pump power and flow and was admitted to rule out suspected thrombosis. The nose bleed resolved on its own. A ramp study was performed which revealed that the patient¿s lv was severely reduced and did not adequately decompress with ramp up and a transesophageal echocardiogram revealed that the patient¿s aortic valve was fused. Throughout the patient¿s admission, eight (8) separate log files were submitted to and reviewed by technical services. The log files contained overlapping data, spanning from (B)(6) 2019 09:16 to (B)(6) 2019 07:40, which captured several elevations in pump power and calculated flow. Throughout all of the log files, pump power ranged from 5.2 watts to elevations as high as 9.7 watts, while pump flow ranged from 4.6 lpm to elevations as high as 12 lpm. Avg. Pi ranged from 3.1-7.7, respectively. There were also power elevations on (B)(6) 2019 , which were associated with speed increases during the ramp study. A specific cause for the changes in pump parameters cannot be conclusively determined. Per the vad coordinator, the issues have resolved. The patient is currently in a long-term acute care hospital (ltach) doing physical/occupational therapy with the intent of going home on discharge from the ltach. The patient remained ongoing on vad support until they experienced further power elevations on (B)(6) 2019 captured under MFR #2916596-2019-05677. Thrombus and bleeding are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The section "anticoagulation" under "patient care and management" describes the use of anticoagulation therapies. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient had intermittent power spikes and high flow. Batteries, pm, battery clips were all different and new for him. His ldh iso-enzymes are positive for bone/skeletal but negative for cardiac. Partial thromboplastin time (ptt) was therapeutic on heparin, and daily ldh have trended back down to nml, plasma free from (B)(6) 2019 was nml, t-d bili nml. Patient did have some hematuria, but thought to be related to heparin. During the analysis of the log file, only elevated power and flows associated with pi events were seen. There were a few on (B)(6) 2019 due to what looks to be a ramp study being done. There were no other unusual events seen within the log file. The issues have resolved. Patient was in long-term acute care hospital (ltach) doing occupational/physical therapy with the intent of going home on discharge from ltach.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient has had a recent nose bleed with a significant drop in hemoglobin and hematocrit (h&h). Patient was seen in clinic today and he had a high power and high flow; there were concerns for a possible clot. No cause of the elevated pump power was identified. The nose bleed resolved on its own. No treatment was done. Patient currently admitted. Lactate dehydrogenase (ldh), haptoglobin were normal for the patient. Ramp study was negative and his transesophageal echocardiography (tee) showed that his aortic valve is fused. Log files on (B)(6) 2019 showed power spikes seen in clinic. A ramp transesophageal echo (tee) was done to rule out pump thrombosis. Left ventricle (lv) was not able to be decreased with increase speed. Patient admitted for suspected pump thrombosis. Ramp slope showed 0.05 ability to decompress the lv, atrioventricular (av) on tee does not open. There were no other unusual events seen within the log file. Lv was severely reduced. The lv did not adequately decompression with ramp.left ventricular internal dimension-diastole (lvidd) ramp slope is -0.05 well below the normal -0.16 for normal pump function. Right ventricle (rv) mild to moderately reduced. The patient's aortic valve after his ross procedure was not well seen and opening could not easily be assessed. There was at least mild aortic insufficiency (ai), but this could be incompletely assessed. While the lv did decompress and the septum moved toward the lv as the speed increased, it did not do this at the expected rate with increasing left ventricular assist device (lvad) speeds. This could be related to unrecognized aortic insufficiency however the concern, especially in the setting of power spikes on the lvad was thrombus within the lvad. No further information was provided.